Event description:
On (B)(6) 2010, pt reported that the infusion device alarmed an e2 (battery depleted) without alerting with an a2 (low battery) alert. Pt reported for the past month or two, he had noticed that the batteries were being depleted after only 2 or 3 days of use. Pt stated eventually, the infusion device began alerting him to change the battery daily. Pt reported that on (B)(6) 2010, the infusion device displayed an e8 (power interrupt) alert. Pt stated after confirming and clearing that alert, the infusion device displayed an e2 (battery depleted). Pt reported, the infusion device did not alarm an a2 (battery low) so he switched to his backup infusion device. Verified from the alarm history that the a2 (battery low) alert did not display prior to the e2 (battery depleted) alert. Pt stated, the battery had been in the infusion device for less than 24 hours when the incident occurred. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.